Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50's (mg/dl) overnight for the past few weeks. Reportedly, the customer consumed carbohydrates to address the low bg level. The suspected cause of the low bg level was due to the customer thinking that his body is changing and needs less basal insulin to be delivered during that time. The customer reported consulting with health care provider (hcp) and was recommended by hcp to adjust the basal rate at the time of the day when the low bg pattern occurs.